Manufacturer narrative:
(B)(4). (B)(6). The 120 150, sfa - 7x150mm smart iliac stents and one 120 150, sfa - 7x150mm iliac smart stent from the proximal portion to the distal portion of the left superficial femoral artery with an unknown rate of stenosis, some damages ¿of the grade three on the stents were confirmed under the x-ray evaluation.¿ the causes of these damages are unknown. Evaluation of x-rays confirmed stent fracture. The patient is under observation without any treatment for now. It is unknown how the devices were damaged, if they were overlapping during the initial procedure, percentage of stenosis or restenosis. During the initial procedure the temperature exposure indicator on the pouch checked to confirm that the black dotted pattern with a grey background is clearly visible. The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The original target lesion was the proximal to distal portion of the left leg. It¿s unknown if the intended lesion was located at the carotid bifurcation, the target lesion vessel diameter, the size of sheath introducer used was unknown, as well as the guiding catheter, length of the lesion, calcification, vessel tortuosity, if the stent delivery system pass through any acute bends, if the delivery of the sds (stent delivery system) to the lesion was ipsilateral or contralateral, if there was difficulty encountered while advancing/tracking the sds towards the lesion, if there was any unusual force used at any time during the procedure, it is unknown if there was thrombus present proximal to, at, or distal to the lesion site, if the lesion was pre-dilated. Films are not available. It is also unknown the current status of the patient and plan for additional treatment. A device history record (DHR) review of lot 15844403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-in patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Stent fractures are well-known potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Fracture of self-expanding stents placed in the iliac artery occurs in approximately 5% of the cases. Stenting in chronic occlusion represents an increased risk factor for fracture. Fractures of stents placed in iliac arteries rarely affect patency. Several mechanisms must be considered for stent fracture in the iliac artery. It has been reported that the iliac artery, particularly eia (external iliac artery), is exposed to flexion by bending the hip joint, which seems likely to be associated with stent fracture in iliac arteries. In this study, stent fracture was detected in cia (common iliac artery)as well as eia. Fracture of stent placed in cia might be affected by the complex motion introduced by the spine in addition to the hip movements. Another cause of stent fracture may be internal stress on the structure. A significant amount of internal stress is considered to be transmitted to the stent material as a result of pulsatile flow. This phenomenon is described as higher in stents placed in the pulmonary artery or aorta. However, whether the iliac artery can be affected by pulsatile blood flow as in great vessels has not been established. These factors may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of 3 products involved with the reported event and were submitted manufacturer report numbers are 9616099-2016-00456, 9616099-2016-00457 and 9616099-2016-00458.

Event description:
As reported by (B)(6), approximately 2 years after two placement of two 120 150, sfa - 7x150mm smart iliac and one 120 150, sfa - 7x150mm iliac smart stents from the proximal portion to the distal portion of the left superficial femoral artery with an unknown rate of stenosis, some damages "of the grade three on the stents were confirmed under the x-ray evaluation." The causes of these damages are unknown. Evaluation of x-rays confirmed stent fracture. The patient is under observation without any treatment for now. It was assented to offer the data of the x-ray evaluation for cdr. It is unknown how the devices were damaged, if they were overlapping during the initial procedure, percentage of stenosis or restenosis. During the initial procedure the temperature exposure indicator on the pouch checked to confirm that the black dotted pattern with a grey background is clearly visible. The products were stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The original target lesion was the proximal to distal portion of the left leg. It's unknown if the intended lesion was located at the carotid bifurcation, the target lesion vessel diameter, the size of sheath introducer used was unknown, as well as the guiding catheter, length of the lesion, calcification, vessel tortuosity, if the stent delivery system pass through any acute bends, if the delivery of the sds to the lesion was ipsilateral or contralateral, if there was difficulty encountered while advancing/tracking the sds towards the lesion, if there was any unusual force used at any time during the procedure, it is unknown if three was thrombus present proximal to, at, or distal to the lesion site, if the lesion was pre-dilated. Films are not available. It is also unknown the current status of te patient and plan for additional treatment.

Manufacturer narrative:
The prior report contained an error regarding the description of the third device and should have said: as reported by the (B)(6)study, approximately 2 years after two placement of two 120 150, sfa - 7x150mm smart iliac and one 7x60 iliac smart control stent. This is one of 3 products involved with the reported event and were submitted manufacturer report numbers are 9616099-2016-00456, 9616099-2016-00457 and 9616099-2016-00458.